Event description:
On (B)(6) 2021 customer boundtree/ curaplex emailed (B)(6) customer service the following report of complaint event: robertson co was working a cardiac arrest a couple of days ago and when they pressed the "shock" button on the defibrillator, sparks and arcing shot out from the pads and apparently also burned the patient. As per the chief of the fire department, the sequence he described was as follows: male patient presented in cardiac arrest defib pads applied. First shock delivered in pt house was successful. Moved pt to ambulance shocked again for second time[ and this is the shock that produced the sparks. However, the defibrillation was successful and they achieved rosc. Delivered pt alive to hospital, however he later died (not due to the pads). The chief was asked if the pads could have been dislodged and adhesion compromised during the move from the house to the ambulance and although the chief of ems was not present, he stated that the paramedics on scene assured him that the pads were placed correctly. The patient did receive burns/injury from event, but died of other causes.

Manufacturer narrative:
The investigation in ongoing because it is pending the analysis of the returned samples. Report to be updated once this is completed.

Event description:
On (B)(6) 2021 customer boundtree/ curaplex emailed nissha customer service the following report of complaint event: (B)(6) co was working a cardiac arrest a couple of days ago and when they pressed the "shock" button on the defibrillator, sparks and arcing shot out from the pads and apparently also burned the patient. As per the chief of the fire department, the sequence he described was as follows: male patient presented in cardiac arrest. Defib pads applied. First shock delivered in pt house was successful. Moved pt to ambulance. Shocked again for second time [ and this is the shock that produced the sparks. However, the defibrillation was successful and they achieved rosc. Delivered pt alive to hospital, however he later died (not due to the pads). The chief was asked if the pads could have been dislodged and adhesion compromised during the move from the house to the ambulance and although the chief of ems was not present, he stated that the paramedics on scene assured him that the pads were placed correctly. The patient did receive burns/injury from event, but died of other causes.